Event description:
It was reported that during a laparoscopy cholecystectomy while clipping the duct, the clip did not close correctly and then it misfired. A new one was given to the surgeon to complete the surgery.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. This sample is for tc 1900069897 and tc 1900069931. The sample was reviewed with a r & d engineer. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the rotation tab bent and the first clip out of position in the channel. Reference attached functional inspection was not required as the bent rotation tab and the first clip being out of position are indications that the clips are out of position and stacking on one another in the channel. The sample was disassembled to inspect the internal components. The internal ratchet ears were found broken. It was confirmed that the clips were out of position and stacking on one another in the channel. The broken ratchet caused the clips to come out of position and could affect the end user's ability to properly load and apply clips. The sample was received with 6 clips remaining in the channel indicating that 9 clips were fired by the end user. It could not be determined what exactly caused the ratchet ears to break but a nonconformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "unit misfired" was confirmed based upon the sample received. One device was returned. The device was found to have broken internal ratchet ears which caused the clips to come out of position and could affect the end user's ability to properly load and apply clips. It could not be determined what exactly caused the ratchet ears to break but a nonconformance has been opened to further investigate this issue.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73c1900029 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a laparoscopy cholecystectomy while clipping the duct, the clip did not close correctly and then it misfired. A new one was given to the surgeon to complete the surgery.